Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused bacterial peritonitis. The breach in aseptic technique was further described as touch contamination. The patient was diagnosed with peritonitis the same day as they were hospitalized for an unrelated condition. While hospitalized, the patient was treated with unknown antibiotics for peritonitis. Seven days later, the patient was discharged from the hospital. The next day, the patient began treatment with fortaz (1.5 grams, daily, intraperitoneal) for peritonitis. At the time of this report, the patient was recovering from the event, and antibiotic treatment was ongoing. Dianeal and extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.